Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during valve deployment, when the 29mm sapien 3 ultra resilia valve was at full deployment, the commander delivery system balloon ruptured. There was a moderate to severe amount of calcium in the landing zone. It appeared that stj calcium ruptured the balloon. It was a circular balloon rupture that was unable to be retrieved through the esheath+. The team consulted with the vascular surgeon, and he made the decision to put a large bore 24f sheath up from the contralateral side and attempt to snare the balloon shaft. He was able to snare the tip of the shaft. They then cut the balloon shaft, on the initial access side, outside of the body, and was able to pull the balloon shaft and material out through the contralateral side through the 24f sheath. A cutdown was made to close the artery on where the 24f sheath was placed. The esheath was removed and the patient was taken to ICU for overnight observation. The patient was doing great. No major vascular complications resulted from the procedure. They did not have to post dilate the valve after balloon rupture as it was at full deployment. The commander delivery balloon will not be able to be sent back, as it was discarded after the case.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. The customer provided imagery was evaluated, and the following was observed: balloon burst in a radial manner. Balloon appears to be bunching towards the distal section. Per the technical summary, the instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for balloon burst was confirmed based on the customer provided imagery. Available information suggests calcification likely contributed to the event as the customer reported there was a moderate to severe amount of calcium in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for inability to withdraw system through the sheath was confirmed based on the customer provided imagery. Available information suggests withdrawal of burst balloon likely contributed to the event. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.